Event description:
The customer contact reported a pca pump bar code reader could not identify the vial; subsequently, there was a delay in critical therapy. On an unspecified date at a compounding facility, the pca vial was filled with an unspecified concentration of hydromorphone. It was reported that a second barcode label was placed over the barcode label on the vial and shipped to the user facility. On an unspecified date, the pca vial was to be used to deliver 18-20mg of an unspecified concentration of hydromorphone per day. No specific programming parameters were provided. At an unspecified time, the customer contact reported the vial was loaded into an unspecified pt controlled analgesia (pca) pump. At this time, it was reported that the pump could not read the barcode label on the vial. After an unspecified length of time, the customer contact reported that the pt's pain level was 9 or 10 out of 10. It was reported there was a delay of therapy of four hours. No specific details were provided. Though requested, no additional info was provided including if the pca vial was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.